Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the handpiece did not aspirate during a cataract procedure. There was an occlusion error message. The cassette, irrigation/aspiration handpiece and irrigating solution was replaced. The system was restarted. The error message disappeared but there was still no aspiration present. The procedure was aborted. The patient underwent completion of the procedure at a later date and is doing fine.

Manufacturer narrative:
The company service representative examined the system. The company service representative checked the irrigation/aspiration (I/a) handpieces and found some problems with the aspiration in the handpieces. The company service representative noted that the I/a handpiece that was completely blocked. There was no available space for aspiration. The system functioned as intended. The system was then tested and met all product specifications. The company service representative provided photos of the I/a handpiece. The two photos show part of the I/a handpiece. No conclusion can be made for the complaint issue based on the two photos. The I/a tips are 100% visually inspected during the manufacturing process. The system was manufactured on february 28, 2004. Based on assessment, the product met specifications at the time of release. Two I/a handpieces were returned for evaluation. The ia tips were also returned, with one present on the I/a handpiece. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Sample #1 noted a visual inspection was performed on the purple aspiration handpiece and the handpiece was deemed nonconforming. The back section of the handpiece is totally occluded with molded plastic. Sample #2 noted a visual inspection was performed on the purple aspiration handpiece and the handpiece was deemed conforming. The tip was also visually conforming. A water flow check was performed to check for any obstructions in the handpiece and was deemed conforming. No obstructions were present within the handpiece or polymer tip present on this sample # 2 handpiece. The complaint evaluation does confirm sample # 1 handpiece is blocked closed with plastic at the back of the handpiece. The root cause of the blockage points back to a supplier molding issue along with a manufacturing issue of not removing the nonconformance during the manufacturing process. The second handpiece and tip were conforming with no obstruction present to achieve a good aspiration. The photos provided with the complaint file were reviewed. Both photos show part of the aspiration handpiece. No conclusion can be made for the complaint issue based on the two photos. The I/a tips are 100% visually inspected during the manufacturing process. The customer did not retain a cassette sample for this complaint report; functional testing could not be conducted. The customer did not retain the finished goods lot number for the cassette pak. The device history record (DHR) and lot number history could not be reviewed. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The root cause of the sample #1 I/a handpiece blockage points back to a supplier molding issue along with a manufacturing issue of not removing the nonconformance during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system. The company service representative checked the irrigation/aspiration (I/a) handpieces and found some problems with the aspiration in the handpieces. The company service representative noted that the I/a handpiece that was completely blocked. There was no available space for aspiration. The system functioned as intended. The system was then tested and met all product specifications. The company service representative provided photos of the I/a handpiece. The two photos show part of the I/a handpiece. No conclusion can be made for the complaint issue based on the two photos. The I/a tips are 100% visually inspected during the manufacturing process. The system was manufactured on february 28, 2004. Based on assessment, the product met specifications at the time of release. Two I/a handpieces were returned for evaluation. The ia tips were also returned, with one present on the I/a handpiece. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Sample #1 noted a visual inspection was performed on the purple aspiration handpiece and the handpiece was deemed nonconforming. The back section of the handpiece is totally occluded with molded plastic. Sample #2 noted a visual inspection was performed on the purple aspiration handpiece and the handpiece was deemed conforming. The tip was also visually conforming. A water flow check was performed to check for any obstructions in the handpiece and was deemed conforming. No obstructions were present within the handpiece or polymer tip present on this sample # 2 handpiece. The complaint evaluation does confirm sample # 1 handpiece is blocked closed with plastic at the back of the handpiece. The root cause of the blockage points back to a supplier molding issue along with a manufacturing issue of not removing the nonconformance during the manufacturing process. The second handpiece and tip were conforming with no obstruction present to achieve a good aspiration. The photos provided with the complaint file were reviewed. Both photos show part of the aspiration handpiece. No conclusion can be made for the complaint issue based on the two photos. The I/a tips are 100% visually inspected during the manufacturing process. The customer did not retain a cassette sample for this complaint report; functional testing could not be conducted. The customer did not retain the finished goods lot number for the cassette pak. The device history record (DHR) and lot number history could not be reviewed. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The root cause of the sample #1 I/a handpiece blockage points back to a supplier molding issue along with a manufacturing issue of not removing the nonconformance during the manufacturing process. The manufacturer internal reference number is: (B)(4).